Event description:
It was reported that the clips were not working properly - sometime after leaving the hospital following a laparoscopic cholecystectomy the pt experienced a bile leak at the cholecystectomy site. The device was reported to be discarded. Add'l info was requested, but no add'l info was provided. A supplemental report will be sent if add'l info is received.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to have been discarded by the user facility.